Manufacturer narrative:
The customer¿s complaint of incorrect reprocessing was confirmed. The endoscopy support specialist (ess) observed during reprocessing, the scope came from the procedure room without the flushing tube. A step had not been completed. During manual cleaning, it was also noted the customer ran out of maj-1534 brushes which are recommended to brush the distal end of the eus scope. An order for new brushes and the flushing tube will be used during pre cleaning. The cause can be attributed to training. No further information was reported.

Event description:
The customer reported to olympus a need for reprocessing improvement and scope handling for patient safety. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-4300. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the OEM could not confirm any abnormality of the scope nor reprocessing by the user as the instructions for use (reprocessing manual) of the referenced gif-hq190 does not instruct to use mh-674 nor maj-1534.